Event description:
It was reported that during a surgical procedure, two blades broke. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. This report is for the second blade that broke.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, two blades broke. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. This report is for the second blade that broke.